Manufacturer narrative:
Literature citation: wei, t et al. Clinical and radiographic results of cervical artificial disc arthroplasty: over three years follow-up cohort study. Chinese medical journal 2010;123(21):2969-2973. The average age of the patients was (B)(6) years (range from (B)(6) years). There were 35 men and 15 women. (B)(4).

Event description:
Postoperative complications were reported in a (B)(4) study in which 50 patients underwent cervical disc arthroplasty from (B)(6) 2003 to (B)(6) 2006. The patients failed conservative therapy after 3 months. There were 39 patients who received 1-level disc arthroplasty, and 11 patients received 2-level disc arthroplasty. There were no perioperative complications. The median follow-up was (B)(6) months (range from 36.00-55.63 months). Prosthesis subsidence of more than 1 mm occurred in 2 patients at 7- and 12-months follow-up. The cause was not identified, but the prostheses was noted to have regained stabilization at later follow-up.